Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated a dell handheld vns computer was navigating very slowly between screens. Indicating a possible software malfunction. No anomalies were found during product analysis of the returned handheld computer and wand.